Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ems device was returned non-functional. The device was disassembled to verify the integrity of the internal components; the return spring was found disengaged from the driver link, as a result of the driver link being broken. In addition the device was received with the nose open as the nose weld was noted to be insufficient. Although no conclusion could be reached as to how the damaged to the driver link occurred; it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hernia procedure, the stapler was broken when the first clip was inserted; it couldn't be removed only together with the trocar. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what part of device broke? The firing trigger. Did device separate into pieces? No. Did any part of device break off and fall into patient? No. If parts broke off, were all parts retrieved from patient? There were no parts broken off or remaining in the patient. Why did device have to be removed with trocar? Because the stapler applier couldn¿t move back into the shaft, therefore the device stuck in the trocar and the only way to remove it was to do it together with the trocar. Was there any change to procedure or post op patient care? No.